Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that six months after the dental implant was placed, in ada site #14 of the patient¿s mouth, non-osseointegration was observed in type IV bone. Insufficient bone quality and quantity was noted. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that six months after the dental implant was placed, in ada site #14 of the patient¿s mouth, non-osseointegration was observed in type IV bone. Insufficient bone quality and quantity was noted. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.